Manufacturer narrative:
The customer informed the remote service engineer (rse) that they believed the power management (pm) printed circuit board assembly (pcba) was causing the device to not power on. The rse provided the part information for the pm pcba to the customer so that the customer could order the replacement part. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not power on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they believed the power management (pm) printed circuit board assembly (pcba) was causing the device to not power on. The rse provided the part information for the pm pcba to the customer so that the customer could order the replacement part. This investigation is ongoing.